Event description:
It was reported that during basilar artery-superior cerebellar artery (ba-sca) unruptured cerebral aneurysm procedure, the guiding catheter was guided into the right vertebral artery peripheral side. The tip of the subject catheter was guided to near the confluence of the basilar artery. After the position of the subject catheter tip marker location was confirmed at the basilar artery peripheral, the operator grasped the subject catheter tip position, and under fluoroscopic observation, moved the subject catheter back to near the confluence of the basilar artery. The operator then observed a sudden rise in blood pressure and detected a rupture. Heparin neutralization with protamine sulfate and emergency hemostasis at the neck with the balloon catheter were performed. After temporary balloon hemostasis was successfully achieved, the operator performed intracranial coil embolization as a further hemostatic measure. Procedure was completed successfully but the patient died four days post procedure.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported events ¿patient death', 'patient intracranial hemorrhage' and ¿patient aneurysm rupture' as a product related root cause does not apply and the issue is due to an known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during basilar artery-superior cerebellar artery (ba-sca) unruptured cerebral aneurysm procedure, the guiding catheter was guided into the right vertebral artery peripheral side. The tip of the subject catheter was guided to near the confluence of the basilar artery. After the position of the subject catheter tip marker location was confirmed at the basilar artery peripheral, the operator grasped the subject catheter tip position, and under fluoroscopic observation, moved the subject catheter back to near the confluence of the basilar artery. The operator then observed a sudden rise in blood pressure and detected a rupture. Heparin neutralization with protamine sulfate and emergency hemostasis at the neck with the balloon catheter were performed. After temporary balloon hemostasis was successfully achieved, the operator performed intracranial coil embolization as a further hemostatic measure. Procedure was completed successfully but the patient died four days post procedure.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.